Manufacturer narrative:
As reported in a research article, complications from implant of a mechanical heart valve included thrombosis, chest pain, dyspnea, edema, ascites, increased jugular venous pressure, hypotension, reduced click, heart failure, transvalvular leak, and right ventricular ejection fraction from mild to severe. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "mechanical tricuspid valve thrombosis: a midterm follow-up study", was reviewed. This research article is a retrospective single center experience aimed to report the management and clinical outcomes of patients with mechanical tricuspid valve (tv) thrombosis. St. Jude mechanical prosthetic valve, carbomedics mechanical prosthetic valve (standard), carbomedics mechanical prosthetic valve (orbis), and unknown valve were associated with the study. The article concluded that recurrent thrombosis requiring intervention is a major complication of mechanical tv, which underscores individual-approached therapy and close follow-up. The primary author of this article is maryam shojaeifard, md, department of echocardiography, echocardiography research center, rajaie cardiovascular medical and research center, iran university of medical sciences, tehran, iran. Corresponding author is negar omidi, md, department of echocardiography, rajaie, cardiovascular medical and research center, iran university of medical sciences, rajaei hospital, valiasr avenue, tehran 1996911151, iran, with the corresponding author email: n-omidi@sina.tums.ac.ir.